Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: pt was receiving IV trastuzumab through b. Braun pump. During the infusion rn noticed a small amount of liquid collecting under the pump. After watching for several minutes drips were observed coming out of the pump. The rn removed the tubing from the pump and observed there was fluid dripping out of the tubing near the "line loading guide." The tubing was disconnected and replaced. No injury reported. Possible lot numbers: lot number 0061863088; expiry date 10/31/2025; production date 11/23/2022. Lot number 0061872022; expiry date 01/31/2026; production date 02/02/2023.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample with open package was returned for evaluation. The sample was visually evaluated, and no defects were observed. The sample was leak tested and a pinhole was observed on the distal side of the silicone pump segment. Based on the results of the sample evaluation, the reported defect was confirmed. Although a pinhole was observed and confirmed, the exact root cause could not be determined at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.